Event description:
The date of event is estimated. The distributor reported that (B)(6) had a pt present with sternal sepsis post-operative a median sternotomy where bone wax was utilized. Blood tests confirmed the infection. The pt was treated with intravenous antibiotics and responded well. The pt had no pre-existing medical conditions that would have affected the healing process or contributed to the infection. The surgeon stated that this was the first case of sepsis that he has seen following this type of surgery or the use of bone wax in general. The surgeon commented that the bone wax material appeared shiner than usual and this may have contributed to this event.

Manufacturer narrative:
The date of event is estimated. The actual used device was not removed or returned for review. Two (2) opened, unused devices from the same finished good lot were returned for review. Method: the two (2) opened, unused devices were examined under the microscope. Results/conclusion: the two (2) opened, unused devices were examined under a microscope. No defects were noted during the review. The shine on the device is a result of precipitated crystals the form when the salicylic acid is cooling during the extruding process. These crystals easily dissolve from the heat of one's hands while manipulating the wax prior to use. Relevant portions of the device history records were reviewed and no corresponding issues were identified during the mfg processes or at final inspection. The sterility records confirmed that all product from this finished good lot/load was sterile when released. There were no other events reported for this particular finished good lot and no similar events reported for the bone wax device. Sepsis is a known serious potential complication of surgery and hospitalization. If add'l info is obtained at a later device, a f/u form will be submitted promptly. (B)(4), item #901, lukens bonewax, lot mafv980.